Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform the displacement test due to blank display. Insulin pump received with broken battery tube threads.

Event description:
Customer reported via phone call that the crack near the battery compartment. Customer's blood glucose level was unknown at the time of the incident. Customer stated that no physical damaged to the reservoir lip ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.